Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned on its original package (pouch), the pouch is totally closed and its seal is not compromised; however, the clear plastic of the returned pouch was found to be damaged (broken), wrinkles were noted indicating handling of the product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 18-mar-2018. A unopened flexima¿ catheter was received with no reported issues. However, device analysis revealed that the device pouch was found have a hole on the sterile packaging.